Manufacturer narrative:
Device eval summary: we have reviewed the device history records for this lot from filled syringe to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
This pt was recently diagnosed with polymyalgia rheumatica. The pt was refused collagen treatment by another physician. The pt indicated there has been no causal correlation found or noted by diagnosing physician. Additionally, the physician who did this pt's last collagen treatment does not feel this diagnosis is related to the collagen treatment. He did note that the pt had been unhappy with the results. This event is being reported in good faith based on an understanding with the FDA that specified autoimmune diseases will be reported without regard to causality.